Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and the reported issue was not confirmed. The device was tested for 1 hour and no problems were found, and the unit passed all functional tests. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding health professional status, captured in e2 and e3 of contact ((B)(6) identified within initial medwatch. E3: electromedical engineer. In addition, another contact was provided: (B)(6) non-health care professional.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during routine preventative maintenance on her olympus high flow insufflation unit, a co2 insufflation and another unknown liquid immersion problem were detected. There was no patient involvement during this event.